Event description:
Healthcare professional additionally reported left side "pathology report shows "hyalinized fibrous tissue with synovial metaplasia¿ and ¿a macrophagic reaction to a foreign body, identified as silicone.¿

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting intracapsular rupture in the left prosthesis diagnosed by ultrasound. Ultrasound provided shows some millimeter cystic image, identifying a small ganglion of about 6 mm. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reporting intracapsular rupture in the left prosthesis diagnosed by ultrasound. Ultrasound provided shows some millimeter cystic image, identifying a small ganglion of about 6 mm. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.